Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015. Product type: lead. Product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer and a representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that occasionally in the past month, the patient¿s leads would increase dramatically in stimulation for a few seconds, then decrease to normal sensation. He stated it occurred when he moved a certain way. The patient reported the issue started to occur after he fell. Impedances were found to be normal and the patient did not want to reprogram at that time. The patient was advised to monitor the situation and notify his healthcare professional if it kept happening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2017-sep-13. It was reported that the patient stated that the stimulation improved for a while but they started having the same stimulation issues again. The rep also reported that the impedance measurements were within normal limits, and an x-ray would be ordered to see if the leads have migrated. There were no further complications reported or anticipated.